Event description:
The customer states on the suspect device he obtained 540 mg/dl, and within 5 minutes, obtained a 240 mg/dl on his doctor's meter. The customer states he is fine. No controls were run. Requested return and replacement was sent.